Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Rv pacing impedance less than 200 ohms related to both leads. The patient was being referred to a surgeon to discuss if candidate for extraction as he has multiple health issues, is dependent and is on chronic antibiotic therapy. No other information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).